Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient presented with retropulsed posterior lumbar interbody fusion cage at l4-5 and underwent the following procedures: explanting of spinal plate. Removal of bilateral cages. Internal fixation using internal fixation with cross-link. Augmenting of bilateral lateral fusion using matrix strips, bone bank bone and rhbmp-2. 5. 10x11 cross-link. Insertion of internal fixation screws. O-arm for navigation with intra-operative fluoroscopy. Autograft to augment fusion. Allograft to augment fusion. Continuous neuro-electro-physiologic monitoring during the entire case. As per-op notes, ¿bone matrix with some rhbmp-2 and bone bank bone soaked in the patient¿s blood was taken and placed laterally in the gutters¿ the patient tolerated the procedure well and was taken to the recovery room in satisfactory condition. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.